Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, episodes of automatic mode switch due to far-field oversensing was noted on the atrial channel of the device. Reprogramming changes were recommended to resolve the event and the patient was stable with no adverse consequences reported.